Event description:
Event description cpi received information that the patient is receiving shocks from implantable cardioverter defibrillator (ICD) and chronic rate-sensing lead system when he bends over. The rate-sensing leads implanted with this ICD were not manufactured by cpi. The physician was unable to reproduce any oversensing with pocket manipulation.